Manufacturer narrative:
Product ID: 3998, lot# la9912, product type: lead. Analysis of the implantable neurostimulator found no significant anomaly. The battery had a reduced capacity due to overdischarge. Analysis of the lead found that the outer insulation was consistent with metal ion oxidation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that an impedance check was done on (B)(6) 2019 and impedances were high on half of the lead. The rep was unable to reprogram the patient's system using the good electrodes. It was noted that the patient had a fall 1.5 months before the meeting on (B)(6) 2019. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the recharger will not charge the ins starting a week prior to the call. The patient last felt stimulation 2 weeks ago. The patient tried to connect but saw a reposition antenna screen. The patient said their last successful recharge was a week prior to the report. The patient called to schedule an appointment with the rep to reset the battery. The battery was described as being overdischarged. The rep said that the patient had not charged in over a month. The rep was meeting with the patient on (B)(6) 2019 to attempt a physician reset. Additional information was received from a manufacturer representative (rep). It was reported that the entire system was replaced on (B)(6) 2019 because the patient had charging issues and couldn't connect and because there were high impedances. No further complications are anticipated.